Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via email dr. Was performing a tibial tuberosity osteotomy using the mitek amz tracker instruments. The doctor was going throughout the surgery as usual, however, while stabilizing the block with the 2.0mm drill bit, the end of the drill bit broke. Approx 0.5 inches of the drill bit broke off into the patient. It was decided that attempting to retrieve the bit, risk losing the position of the block, and potentially do more damage than good, was a greater risk than the reward, and the drill bit was left in place. There were no delays after speaking with the sales rep on 4-6-17.